Event description:
It was reported by the patient that the previously working remote monitor was no longer receiving power. A different electrical outlet was tried but the situation did not resolve. A new power cord was sent to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the power supply voltage was out of specification. Due to this condition the monitor was unable to power up.

Event description:
It was reported by the patient that the previously working remote monitor was no longer receiving power. A different outlet was tried and a new power cord was sent for the patient to try, but the monitor has now been returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.